Event description:
Boston scientific received information that the remote patient monitoring system triggered an alert for high out of range pace impedance measurements increasing from 300 to greater than 2,000 ohms in addition to noise and out of range intrinsic amplitude measurements for this right atrial (ra) lead and implantable cardioverter defibrillator (ICD). The patient was reported as not pacemaker dependent. The ICD was reprogrammed to vvi-50 while the patient awaits their revision procedure to be scheduled. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). No further information is available at this time. This report will be updated upon received of additional information.

Event description:
Additional information was received indicating further evaluation of the lead was performed and fracture was suspected. Further, part of the lead was noted to be in the patient's right ventricle which is suspected to have resulted in increased episodes of arrhythmia. A revision procedure was performed wherein portions of this lead were explanted, however, the physician was unable to extract the portion in located in the ventricle. A new atrial lead was then implanted. No additional adverse patient effects were reported. Portions of the lead are expected for return and analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.